Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was fractured and exhibited elevated threshold. Also, an inappropriate defibrillation was noted. Hence, lead was capped. No additional adverse patient effects were reported.